Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an exposed esd component on the computer/analog pca. The root cause for the defective esd could not be positively identified. No adverse event resulted from the damaged monitor.